Event description:
Same case as MFR#: 2134265-2010-01049. It was reported that during a stenting treatment procedure, a balloon rupture and a vessel dissection occurred. The physician was treating two lesions. The first lesion was 80% stenosed and located in the non-tortuous and non-calcified left common iliac artery. Vascular access was obtained through the left femoral artery. The lesion was pre-dilated with a 6x40mm wanda balloon catheter. An iliac wallstent was implanted in this lesion without difficulties. An 8.0x40mm wanda balloon catheter was then used to post-dilate the stent. The balloon ruptured on the first inflation at 8atms after being inflated for 10 seconds. The device was removed from the patient intact. Post-dilation of this stent was completed with another manufacturers' balloon. A second 90% stenosed lesion was identified in the mildly tortuous and mildly calcified right common iliac artery. The guide wire was not able to cross from the left common iliac to the right common iliac artery, so vascular access was obtained through the right femoral artery to treat this lesion. Another manufacturers' guide wire crossed the lesion and this 6.0x40mm wanda balloon catheter was used to pre-dilate the lesion for stenting. After pre-dilation, the balloon catheter was removed from the patient intact, the guide wire also came out with the balloon catheter. An attempt to cross the lesion again with this wire failed. Angiography was performed to the lesion in the right common iliac artery to ensure the lesion was pre-dilated adequately. In doing so, a type a vessel dissection was noted in the lesion. An attempt to cross the lesion with the guide wire was made again, but still unsuccessful. The lesion was not stented and no actions were taken to treat the dissection. The patient was asymptomatic. There were no further patient complications. The patient was listed as "stable". This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).